Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
The consumer reported that at an appointment in (B)(6) two of their programs got wiped out and they had to have them redone. They had their device checked by a manufacturer representative at the appointment. When the patient left the office they were on setting 1 which they used the most. The patient moved 4 months prior to (B)(6) 2015 and after they moved they went to use the other settings and found that they only had one setting. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.